Event description:
It was reported that the wake button was not working and the pump battery could not be charged. Customer's blood glucose level was low-high; although specific value was not provided. Customer addressed bg level via manual dose injection, consumed carbohydrates and drank soda. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.